Manufacturer narrative:
A partial lead with the distal tip measuring 50.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the asymptomatic patient presented in-clinic for a routine follow-up. High, out of range, pacing lead impedance and loss of capture were noted. Lead was explanted and replaced. Patient was in stable condition after the event.